Event description:
Information was received that the cadd solis vip pump does not alarm for occlusion. No further information provided. No reported adverse effects.

Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement, the event occurred while performing pm on the pump. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found two high alarms displayed for downstream occlusion and cassette not attached properly. Visually inspected the pump and performed functional testing and the pump failed. The customer's stated problem was verified regarding "does not alarm for occlusion". During investigation the pump was inspected, and functional testing performed, and the pump failed both downstream and upstream occlusion sensor testing. Further investigation of the pump and found fluid ingression corrosion around downstream occlusion sensor. The fluid ingression was the problem source of the issue. Service will replace the pump downstream occlusion sensor to correct the reported problem.